Event description:
It was reported that the patient had frequent low voltage and connect power alarms related to black power cable over the month of november. The alarms occurred at home while on the mobile power unit (mpu) and batteries. The patient went through 8 batteries and 4 battery clips with no resolution. The alarms were reproducible in the clinic on battery, but not on wall power. The patient received new battery clips, system controller with emergency backup battery (ebb), and mpu. Log files were sent for review after system controller exchange. The log files contained older data which showed the emergency backup battery (ebb) was allowed to be drained causing the system controller clock to default to timestamp of (B)(6) 2000. The patient was placed on the system controller with an incorrect timestamp of (B)(6) 2000 at 13:34 and the system controller was operating at the set speed of 5400 revolutions per minute. The system controller's clock was set to a current time stamp on (B)(6) 2025 at 20:58.

Manufacturer narrative:
B3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and connect power alarms was confirmed via the submitted log files and testing of the returned product. The system controller (B)(6) was returned for analysis and functionally tested. The system controller was able to support a mock circulatory loop for an extended duration without alarms or issue. The power cables were manipulated. The reported power cable disconnect alarms was unable to be reproduced. The internal wires of the power cables underwent resistance measurements. Elevated resistances consistent with wire fatigue were observed throughout the black power cable; however, upon manipulation the red (digital ground) and brown (positive power) internal wires intermittently measured as an open loop. Insulation testing was performed to detect any shorts and passed. The black power cable was stripped and damage was observed to the internal red (ground), brown (positive power), yellow (alarm out), blue (motor current out), and orange internal wires. Slight tugging force was applied to the wires at the site of the observed damage and the wires became easily severed. The observed damage to the internal wires is consistent with the reported alarms. No further troubleshooting was performed. A review of the downloaded system controller event log file revealed data spanning (B)(6) 2025, 19:33:24 - 22:16:39 per timestamps. The pump fixed speed and low speed limit (lsl) were set to 5400 revolutions per minute (rpm) and 5000 rpm respectively. The pump maintained a speed within the expected range when the driveline was connected. Atypical intermittent low voltage and power cable disconnect alarms were observed throughout the log file. The alarms occurred on both wall power and battery power. The alarms were associated with a relative state of charge invalid fault on the black power cable. The driveline was disconnected at 22:16:20 consistent with the reported system controller exchange. No other notable events were observed. Provided information indicated that the patient had frequent alarms related to the black power cable throughout (B)(6). The alarms reportedly occurred on both the mobile power unit (mpu) and batteries. The patient went through 8 batteries and 4 battery clips with no resolution. The alarms were reproducible in the clinic on battery, but not on wall power. The patient received new battery clips, system controller with backup battery, and mpu. A root cause for the reported event was determined to be damage to the black power cable. Damage to the internal wires of the black power cable contributed to the reported event of low voltage and power cable disconnect alarms. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ under ¿guidelines for power cable connectors¿ explain how to properly connect and disconnect power cable connectors and how to troubleshoot all alarms. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" and heartmate 3 IFU section 8 ¿ "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.